Event description:
It was reported that the patient felt like he was "getting boluses" of medication. The physician questioned the drug flow at the tip of the catheter after doing a catheter dye study. The patient had a catheter revision; a new spinal section of the catheter was implanted with the tip up to t4. The tip of the catheter was dissected and sent for culture and sensitivity. The dosage was also decreased. It was stated that the patient was "doing well" after the surgery. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).